Event description:
It was reported that during an unknown procedure the device failed. The device did not fire. Second stapler was opened and used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2024 d4: batch #681c74 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with two reloads (b and c) present. The reload (b) was received fully fired, washer cut and knife recess below the reload deck. The reload (c) was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. Also, the retaining pin of reload (c) was not connected to the coupler. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The retaining pin was connected back to the coupler and the device was tested for functionality with the returned reload (c) and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 681c74, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number a9e77a and no non-conformances were identified